Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 329 mg/dl. During troubleshooting with plunger and a 5.0 unit manual and fixed prime. Customer reported that insulin was able to exit with plunger but with greater than normal resistance. Customer was advised that no delivery was caused by set / reservoir occlusion and to changed infusion set and reservoir. Customer also reported of receiving a motor error alarm. After troubleshooting, customer was able to rewind insulin pump.